Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 451 mg/dl. Customer reported that she was not able to enter her carbohydrates. Customer wanted to use the bolus wizard, so assisted with turn the bolus wizard on. Customer was also assisted with updating the time on the insulin pump. Offered to remain on the line while customer treating for their high blood glucose and they declined. Customer stated she will call back if needed. The insulin pump will not be returned for analysis.